Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing patient samples on a bd facscanto¿ ii flow cytometer there was an erroneous reading of absolute cell counts. Results were not reported and there was no impact to patient. The following information was provided by the initial reporter: the customer reports that she sees fluctuation in the fsc/ssc signal, causing inaccurate readings of absolute cell counts (lymphocyte population gets cut off on fsc/ssc). No incorrect results were reported to the clinic and, as such, there was no negative impact on any patient.

Event description:
It was reported while testing patient samples on a bd facscanto¿ ii flow cytometer there was an erroneous reading of absolute cell counts. Results were not reported and there was no impact to patient. The following information was provided by the initial reporter: the customer reports that she sees fluctuation in the fsc/ssc signal, causing inaccurate readings of absolute cell counts (lymphocyte population gets cut off on fsc/ssc). No incorrect results were reported to the clinic and, as such, there was no negative impact on any patient.

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd part # 338960 and serial # (B)(6). Problem statement: customer reported complaint of the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date ranges from 03may2020 to date 03may2021. Complaint trend: there are 11 complaints related to the issue of erroneous results; date ranges from 03may2020 to date 03may2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # 338962-v96301257-900270349-10 / 338963-338962-v96301257-900270344-10, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a dirty flowcell. Dirt in the flowcell can hinder the collection of data points by the forward and side scatter detectors; resulting in inaccurate or missing data points and populations. The customer had submitted a complaint that they had been receiving inaccurate absolute cell counts due to fluctuations in the forward scatter (fsc) and side scatter (ssc) signals. The tsr (technical service representative) assisting the customer suggested a long clean and extensive sit and flow cell clean since they suspected a blockage or air inside the fluidic lines. The customer had not run a long clean in a while so the cleaning procedure was sent to them. After the cleaning the customer sent the tsr the data they gathered. Lastly, the tsr assisted the customer in adjusting the fsc and ssc voltages. No return sample was requested for evaluation because no parts were replaced. After the complete flush and cleaning of the system, the customer confirmed that the fsc and ssc profiles were good and the instrument was performing as expected. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A, in the ¿maintenance¿ section starting on page 149. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4) install date: (B)(6) 2011 work order notes: subject / reported: 338960 - bd facscanto ii - scatter signal fluctuation problem description: the customer reports that she sees fluctuation in the fsc/ssc signal, causing inaccurate readings of absolute cell counts (lymphocyte population gets cut off on fsc/ssc). Work performed: customer didn't know when the long clean was run last. Suggested to perform long clean, followed by extensive sit + flow cell cleaning (sent procedure via email). Suspected partial blockage or air in the fluidics lines. Customer has sent data, see case attachment. Customer performed both long clean and extensive flow cell cleaning procedure. Cs&t reports look good, fsc/ssc voltages needed to be adjusted a little bit. Asked whether the customer is using cs&t voltages (or application setting voltages). Cause: dirty fluidics. Solution: the customer confirms the fsc/ssc profiles are good again. No impact on patients. The instrument is working within specification. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. The severity rating in this file is an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no item: 6. Fsc detector function: 6.1 detect forward scatter - future apps potential failure mode: 6.1.1 excess noise potential effects of failure: 6.1.1.1 cells not identified potential causes/mechanisms of failure: 6.1.1.1.1 dirty flow cell current controls: long clean (monthly) and preventive maintenance (6 months). Daily qc using set-up beads. Recommended actions: none. Current clinical applications do not use fsc sev: 8 occ: 3 det: 3 rpn: 72 mitigation(s) sufficient yes/no root cause: based on the investigation results the root cause of the erroneous results was due to a dirty flowcell. Conclusion: based on the investigation results the root cause of the erroneous results was due to a dirty flowcell. The tsr assisting the customer suspected a partial blockage or air within the fluidics lines, and suggested that the customer perform a long clean and sit/flow cell cleaning. The procedure was sent to the customer and the customer completed the cleaning. After adjusting the fsc/ssc voltages with the help of the tsr, the customer confirmed that the fsc/ssc profiles were good again and the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk is limited, s2, and there was no impact to patient health or safety.